Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. A review of the lot history record identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in event description is filed under a separate medwatch report number.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch number.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using proglide devices with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the first device had a miss fire ¿cuff miss¿ a second device was attempted but also had a miss fire ¿cuff miss,¿ there was resistance removing it and excessive force was used causing the footplate to brake upon removal. An angiogram was performed, and the footplate was not visible. In additional a visualization of the lower extremity was done; however, the location of the foot is unknown. The attempt to remove the device caused pain in the patient. Versed and fentanyl were given to treat the pain. Tissue damage was noted and was treated via contralateral approach post dilation with a balloon. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.